Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that no communication with the device was observed. It is believed the device is at eol. The device remains implanted. The patient was stable.

Event description:
New information notes that the device was at normal eol.